Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery alert prior to replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the self-test, active current measurement test and sleep current test. All currents within spec range. The pump was monitored and no charge battery lasts less than expected noted during testing. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open to perform visual inspection and moisture damage was found on the keypad connector and force sensor noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay. Battery cycle 4.0 received the lowbatteryalert (104) on 03/01/2026 21:29:00 after more than 7 days at 29.35 days. In summary, the pump passed functional testing. Charge battery lasts less than expected not confirmed. Battery power loss not confirmed. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days due to no records of low battery alert fault 104 in the pump history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.